Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to a serious injury. Device issue: balloon rupture. It was reported that the balloon ruptured at 20 ps. It was changed to a new flexi-cut, and the procedure was complete without any injury to the patient. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - balloon ruptures may occur due to, but not limited to, manufacturing issues, material, mechanical damage, handling of the device during use, over inflation and/or interaction with patient anatomy or interaction with associate devices. It was reported that the target lesion had mild tortuosity, moderate calcification, and 99% stenosis which may have contributed to the balloon rupture. Since, the device was able to be prepared for use, and used for several cuts, the balloon rupture appears to be related to the circumstances during the procedure; however, without the device to examine, a root cause for the balloon rupture could not be determined.